Event description:
Reportedly, the customer was unconscious at the time of event and had hypoglycemic unawareness.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 39 mg/dl. Reportedly, the user believes that "hidden anger" or resentment issues can lead to their bg level. The user reportedly did not address bg level and stated that the paramedics were called. However, the user does not know what type of treatment was received.